Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s wake/sleep button was unresponsive unless connected to external power, raising concern for inability to wake the device while away from a charger; after a guided restart and removal from the charger, the wake button functioned normally and the user was advised to monitor and call back if the issue recurs. Symptoms included no adverse clinical effects. Outcomes included no impact on therapy continuity and no alarms. Investigation included remote troubleshooting and functional check via restart while off external power. Investigation of this case revealed normal post-restart operation consistent with an intermittent device user-interface anomaly involving the sleep/wake button without reproducible failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but likely transient and not associated with patient harm.